Manufacturer narrative:
The field service engineer findings are a reasonable root cause. The customer has reported no further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ise indirect na and ci for gen.2 results tested on a cobas 6000 c (501) module. The customer stated that they have been experiencing ongoing issues with their ion selective electrodes (ise). The customer provided the sodium and chloride results for 1 patient. The initial sodium result was 125 mmol/l with a repeat result of 139 mmol/l the initial chloride result was 113 mmol/l with a repeat result of 100 mmol/l. The erroneous results were not reported outside of the laboratory. There was no adverse event. The sodium and chloride electrode lot information was not provided. The field engineering specialist found a fluidic failure with the system. He found salt crystals near the reference electrode. He changed the o-rings on the ise assembly. He performed ise check testing with no alarms. He ran precision testing. The customer ran qc testing with acceptable results.